Event description:
Boston scientific received information that this patient¿s pacemaker was unable to be interrogated. Boston scientific technical services provided troubleshooting options but at this time, the pacemaker is still unable to be interrogated. The pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Requests for additional information from the field were not successful as the field representative did not know anything further about this case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.